Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The shaft of the thumbwheel fractured at the location in which it is threaded into a u-joint. The r3 offset shell impactor became non-functional due to the fracture. One portion of the shaft was constrained within the u-joint, while the other portion had rotational freedom. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through this constrained area, fracture may occur in this due to a static or fatigue failure mechanism. The device shows signs of significant wear/use. The clinical/medical evaluation concluded that per complaint details, no patient harm or injury was sustained as a result of this device related incident. The procedure was completed using a backup device, with no significant delay. Therefore, no further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery while the instrument was inside of the patient, the r3 offset impactor broke while being used. The procedure was successfully completed with no significant delay using a smith and nephew back up device. Patient was not harmed.